Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is stuck in the fill tubing sequence. The customer's blood glucose reading was 472 mg/dl at the time of incident and customer treated with an injection. Troubleshooting assisted the customer with the priming process but customer declined troubleshooting for high blood glucose as was treated manually.